Event description:
The pt was admitted for a procedure in 2008, with a 75% lesion in the proximal left anterior descending (lad) branch. After engaging the guiding catheter, a guidewire crossed the distal end of the lad. Because the vessel was not calcified or complicated, a 3.0 x 13mm cypher stent was delivered to the lesion by direct stenting. The stent was safely deployed without any problem. Then, when the balloon was deflated, the physician observed a blue particulate, which was likely a piece of the shaft, to be sucked back into the inflation device. Coronary angiography was conducted, and there was no anomalies observed around the implanted stent and the balloon had properly rewrapped. Therefore, the procedure was completed.

Manufacturer narrative:
This foreign cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. The product is expected to be returned for add'l testing. Add'l info will be submitted upon 30 days of receipt.